Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a electrode and probe placement procedure. It was reported that during a case involving this imaging system and the customer¿s stealth, images from the system appeared flipped. As a result, representative was unable to merge the image system with a pre-operative image. The coronal orientation appeared normal, but the axial and sagittal orientations were both flipped. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient. Troubleshooting that technical service had representative rotate the appropriate images on the stealth, which allowed her to proceed with the case. Probable cause was setting may have been changed on the imaging system (possibly on the pendant), resulting in the images being flipped. One of the technicians may have changed the patient orientation on the imaging system pendant prior to the case. After a reboot, the system functioned as intended.